Manufacturer narrative:
The date returned to manufacturer was documented as mar 9, 2016 on the initial report. It has been updated as mar 27, 2016. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the mechanics swing fork was blocked, and the attachment was not able to operate. It was also noted that the device failed pre-repair diagnostic tests for function of the positioning ring, and measure of the operating frequency (11700 to 14300 osc/min). The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that when the chuck was clamped on the drill and the oscillating saw attachment device was used, it did not rotate while buzzing. It was also noted that when the device was used continuously, it generated heat. It was not reported if the device was used in surgery. It was reported that there was no delay to a scheduled surgical procedure. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.